Manufacturer narrative:
Baxter medina received and evaluated the device.  Visual inspection identified the unknown reported malfunction as a burned display. Evaluation observed that the liquid crystal display (lcd) was burned/damaged. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported burned/damaged lcd. The reported symptom was verified and the lcd was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During preventative maintenance of a returned spectrum pump, the device displayed an unknown potential device malfunction was identified during device evaluation in puerto rico. There was no patient involvement. No additional information is available.